Event description:
The customer reported that while during a robotic colectomy, bleeding occurred although an end tone, indicating a completed seal cycle, was heard. The seal was made proximally, then distally, and then in the middle before cutting. The surgery was converted from laparoscopic to open and the bleeding was stopped by clamps and ties. This happened one hour into the procedure on the ileocolic vessel. The surgeon was using other energy sources in the case but utilized ligasure for the larger vessels. It was one of the first activations when the incident took place. The pt was last reported to be in stable condition.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.